Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure, while the device was being applied for transection of proximal bowel at the splenic flexure, the device fired but ejected the blue reload without firing staples or transecting the bowel. The staple cartridge moved out from its housing, fell to the cavity of the patient and was retrieved. The jaws lock on tissue but could be unlocked without cutting open the bowel. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.